Manufacturer narrative:
Binocular lens. Leica received a complaint stating that before a cataract surgery, the binocular of leica (B)(4) fell on the patient's head. Two sutures were required to close the wound on the patient's head. The cataract surgery was performed as planned. The patient was not hospitalized as a result of this malfunction. According to the distributor, the case is resolved. Further investigation was conducted by the manufacturer. Based on the design of the optics carrier, the binocular tube is securely mounted by a clamping screw. The malfunction was also simulated by the manufacturer. It was shown that if the binocular tube is not properly mounted (e.g. Clamping screw holding the binocular tube is not tightened), the binocular tube could fall. Information regarding the root cause of the malfunction was requested by the manufacturer from the distributor. The malfunction occurred on (B)(6) 2010 and was not reported directly by the surgeon or healthcare professional. The distributor's representative was informed by the customer more than 3 months after the malfunction has occurred and limited information has been obtained. According to the distributor, the root cause cannot be identified. Hence, a conclusion cannot be drawn due to the limited information available.

Event description:
On (B)(6) 2011 leica received a complaint stating that before cataract surgery, the binocular fell on patient's head.